Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that 911 was called and the patient was found unconscious. The patient's blood glucose levels dropped to less than 70 mg/dl while wearing the pod. At the scene the paramedics revived and spent an hour over seeing the patient. Patient declined any further medical treatment.